Event description:
A distributor reported that the customer's pump could not be connected because the usb port was damaged, making it impossible to insert a cable. There was no reported impact on the customer's blood glucose level. No further information was available.